Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged prior to pre-discharge interrogation. The lead was revised and remains in use. It was also reported that during the revision the physician had difficulty inserting the torque wrench into the setscrew. After multiple attempts the setscrew was able to be engaged and measurements were normal. The implantable cardioverter defibrillator (ICD) is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.